Event description:
It was reported to boston scientific corporation that an ultratome xl was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the cut wire ruptured. The procedure was completed with another ultratome xl. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient's age is unknown; however the patient was over 18 years of age. The reported lot number (15244253) could not be matched to the reported device ((B)(4)). Therefore, the lot expiration and device manufacture dates are unknown at this time. (B)(4) for the reported event: cut wire broke. : a visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review an analysis of all available information failed to indicate a root cause or most probable root cause. Therefore, the most probable root cause is undeterminable.